Event description:
The customer reported the system gave a generator communication failure and would not perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The kv controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.